Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the user experienced an unresponsive ilet touchscreen that prevented unlocking and confirmation of a firmware update, resulting in inability to access menus and normal operation. Symptoms included none reported, with blood glucose reported as normal and no hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included temporary loss of device function and interruption of intended therapy until a functioning unit could be provided. Investigation included agent troubleshooting, guided attempts to apply firmware via the mobile app, and power cycling with the charging pad and inspection of the returned device. Investigation of this device revealed a touchscreen input malfunction consistent with a display or user interface component failure that impeded selection of on-screen controls. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the touchscreen interface.